Event description:
It was reported that inappropriate mode switching events due to far-field oversensing on the atrial channel was observed. The device had previously been reprogrammed to address the issue. Further reprogramming was made.

Event description:
New information received states that far r wave oversensing was again observed after device was reprogrammed. Further programming changes were made.

Event description:
New information received states that far r wave oversensing was again observed after device was reprogrammed. Further programming changes were made. Patient was in stable condition and monitoring will continue with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that myopotential oversensing with inhibition of pacing was observed during the review of merlin transmissions. Inappropriate automatic mode switch episodes due to far r wave oversensing were also noted. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received states that further programming changes were implemented.